Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A field rep reported to MFR that the site's handheld computer battery is completely depleted, charging is not possible. Good faith attempts are being made for prod return for analysis.